Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) (m1) using a penumbra system reperfusion catheter 054 and separator 054. Before the procedure, intravenous tissue plasminogen (IV t-pa) was not injected. During the procedure, the physician advanced a reperfusion catheter 054 to the m1 along with a chikai 0.014 inch through an optimo 9fr. Aspiration was conducted with a separator 054. The patient was then given 5,000 units of heparin by injected. The patient experienced a dissection while the penumbra system was being inserted. Stenting was done in the dissected vessel. As of (B)(6) 2012 the patient recovered. Physician's comment: the relation between the event and the penumbra system was not denial, since dissection occurred while the psc054 was being inserted.

Manufacturer narrative:
Conclusion: dissection is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00286. Device was disposed of by hospital.